Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's catheter was not in the intrathecal space. It was reported that at refills they were getting more volume of drug than expected. The pump and catheter were replaced and the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported.